Manufacturer narrative:
It was reported that the patient developed a lump on her throat and was diagnosed with a large abscess at the implant site which she has undergone further surgery to drain the abscess. She has since been advised that the abscess was caused by the bacterium p. Acnes (aka cutibacterium acnes). It was reported that the client continues to have problems related to the surgery including nerve arm and is concerned about the risks of a recurrence of the infection. The device remains implanted. No information regarding the m6-c was provided. No radiographs were provided thus a radiographic assessment could not be performed. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. The m6-c device remains implanted, thus device examination could not be performed. It was not possible to determine the cause of the event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information has been requested.

Event description:
Patient presented with an m6-c artificial cervical disc presented with swallowing difficulties & abscess. The abscess was drained, and an infection was reported.